Event description:
The manufacturer became aware of an allegation of cellular modem that the patient alleging nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, loss of septum and constant dryness off nose and bloody noses that effects daily life. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.